Event description:
On 05/04/2023, it was reported by a sales representative via sems that an ar-9297-15 angled reamer sleeve, and an ar-9676 drive shaft cold welded together. This occurred during an augmented vaultlock on 05/04/2023. The case was completed, with no patient effect reported. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation revealed that the device was not cold welded to the angled reamer sleeve, scratches along the shaft of the device were found. No problems found.